Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery before and after a battery change. Customer's blood glucose was 430 mg/dl at the time of incident. Customer was unable to perform the displacement test and requested tubing clamps. Customer will call back when the tubing clamps are received for further troubleshooting. No further details given.